Manufacturer narrative:
Tiger aesthetics medical complaint #:(B)(4) additional information: h6 . Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Left-side infection and left-side exposed implant exposed implant date of event: (B)(6) 2025.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical was unable to perform an evaluation as the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side infection.